Manufacturer narrative:
Manufacturer's report date: 09/29/2010. (B)(4). Customer indicated the device is not needed to be returned for investigation.

Event description:
Customer reported patient got into the latch area of the pca door and took out approximately 38 ml of 1:1 dilaudid solution. Patient has known high tolerance for narcotics; became lethargic, described as somewhat "stoned" but no reversal drug was given and the patient was fine afterward. The facility suspects the patient diverted the narcotic due to tamper marks on the module around the latch. No additional information was available.